Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport isp MRI implantable port, one groshong catheter and one cath-lock was returned for evaluation. Functional, gross visual,microscopic visual and dimensional evaluations were performed. A complete circumferential break was noted on the proximal end of the catheter and a split was noted approximately 0.8cm and 13.3cm from the proximal end of the catheter returned. A partial compound break was noted approximately 6.9cm from the proximal end of catheter. A partial circumferential break was noted approximately 8.2cm from the proximal end of the catheter. The edges of the partial compound break and partial circumferential break was noted to be uneven. Upon infusion, leaks were observed from the break on the catheter. Therefore the investigation is confirmed for the reported catheter fracture and fluid leak issue. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 06/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years three months and one day post port placement, during normal saline flushing, the patient allegedly experienced swelling at the site near clavicle and along the tunnel, up to insertion site. It was further reported that the catheter allegedly had leakage of normal saline because of catheter breakage. However, there was no medical intervention provided for the swelling and let it be absorbed. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport isp MRI implantable port, one groshong catheter and one cath-lock was returned for evaluation. In addition to the returned physical sample, five electronic photos and five electronic images were provided for review. The photo shows three splits noted as point 1, point 2 and point 3. The image represents a late disruption of catheter integrity causing leakage into the patient¿s neck. Functional, gross visual, microscopic visual and dimensional evaluations were performed. A complete circumferential break was noted on the proximal end of the catheter returned. A split and a partial compound break was noted on the proximal end of the catheter returned. The edges of the complete circumferential break on the proximal end of the catheter returned were noted to be uneven and the surface was noted to be round and smooth on both regions. Longitudinal splits were observed at the border of the two regions. Upon infusion, leaks were observed from the break on the catheter. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported catheter fracture, fluid leak and identified wear and deformation issues. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 06/2024), g3, h6 (device, result) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years three months and one day post port placement, during normal saline flushing, the patient allegedly experienced swelling at the site near clavicle and along the tunnel, up to insertion site. It was further reported that the catheter allegedly had leakage of normal saline because of catheter breakage. However, there was no medical intervention provided for the swelling and let it be absorbed. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 06/2024). Device pending return.

Event description:
It was reported that two years three months and one days post placement, during normal saline flushing, the patient allegedly experienced swelling at the site near clavicle and along the tunnel, up to insertion site. It was further reported that the catheter allegedly had leakage of normal saline because of catheter breakage. However, there was no medical intervention provided for the swelling and let it be absorbed. Reportedly, the catheter was removed. The procedure was completed using another device. There was no reported patient injury.